Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079212) on 30-aug-2018. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and malaise ('feeling sick') in an adult female patient who had essure (batch no. B26273, a45115) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), malaise (seriousness criteria hospitalization and disability), genital haemorrhage ("heavy bleeding with clumps"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse"), intermenstrual bleeding ("metrorrhagia"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral additional surgeries: other). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, female sexual dysfunction, dyspareunia and intermenstrual bleeding had resolved and the malaise, genital haemorrhage, weight increased, hypersensitivity, rash, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, fatigue, gastrointestinal disorder, migraine and nausea outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, intermenstrual bleeding, malaise, migraine, nausea, rash, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she was informed by physician that she can do a partial hysterectomy; that is the only option that she had. An injury (disability and hospitalization ) was mentioned but not specified and /or assigned to one of the events. She received treatment for dyspareunia (painful sexual intercourse, apareunia dysmenorrhea (cramping, metrorrhagia. She received treatment for bladder infection ,urinary/bladder problems, : unknown mdlc : 22467. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) : yes (per ppf). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079212) on (B)(6) 2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and malaise ('feeling sick') in an adult female patient who had essure (batch no. B26273, a45115) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), malaise (seriousness criteria hospitalization and disability), genital haemorrhage ("heavy bleeding with clumps"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse"), intermenstrual bleeding ("metrorrhagia"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral additional surgeries: other). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, female sexual dysfunction, dyspareunia and intermenstrual bleeding had resolved and the malaise, genital haemorrhage, weight increased, hypersensitivity, rash, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, fatigue, gastrointestinal disorder, migraine and nausea outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, intermenstrual bleeding, malaise, migraine, nausea, rash, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she was informed by physician that she can do a partial hysterectomy; that is the only option that she had. An injury (disability and hospitalization ) was mentioned but not specified and /or assigned to one of the events she received treatment for dyspareunia (painful sexual intercourse, apareunia dysmenorrhea (cramping, metrorrhagia, she received treatment for bladder infection ,urinary/bladder problems, : unknown mdlc : 22467 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) : yes (per ppf). Lot number: a45115 manufacture date: 2012-08 expiration date: 2015-08. Lot number: b26273 manufacture date: 2013-04 expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5079212) on 30-aug-2018. The most recent information was received on 16-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), malaise ('feeling sick') and genital haemorrhage ('heavy bleeding with clumps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), malaise (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse"), metrorrhagia ("metrorrhagia"), hypersensitivity ("hypersensitivity"), rash ("rash/skin condition"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), migraine ("migraine") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral additional surgeries: other). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, female sexual dysfunction, dyspareunia and metrorrhagia had resolved and the malaise, genital haemorrhage, weight increased, hypersensitivity, rash, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, tooth disorder, fatigue, gastrointestinal disorder, migraine and nausea outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, malaise, metrorrhagia, migraine, nausea, rash, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she was informed by physician that she can do a partial hysterectomy; that is the only option that she had. An injury (disability and hospitalization ) was mentioned but not specified and /or assigned to one of the events. She received treatment for dyspareunia (painful sexual intercourse, apareunia dysmenorrhea (cramping, metrorrhagia. She received treatment for bladder infection ,urinary/bladder problems: unknown . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified): yes (per ppf). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: case upgraded from other event to incident. Event injury was replaced with dyspareunia (painful sexual intercourse), weight gain, apareunia, metrorrhagia, hypersensitivity, allergy rash/skin condition, bladder infection, bladder/urinary problems, gi condition , migraine , nausea, fatigue, dental problems, vaginal discharge added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.